Event description:
An alarm issue was reported with the adc device in use with an a5x with (B)(6) operating system version 9. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced low blood glucose levels and slowness, requiring third party administration of dextrose (dose/type unknown) and tea with honey for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. The customer reported missing high or low glucose alarm. Attempted to replicate the customer's complaint using similar configurations a5x, android 9 , 21.0.0.6714 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with an a5x with 21006714 operating system version 9. The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced low blood glucose levels and slowness, requiring third party administration of dextrose (dose/type unknown) and tea with honey for treatment. There was no report of death or permanent impairment associated with this event.